Event description:
It was reported that there was an error code 41541. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis. Visual and functional testing was performed. The reported issue was replicated upon device power on. The root cause of the issue was a defective latch/lock sensor. The latch/lock sensor was replaced. The device then passed all tests after the repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.